Event description:
It was reported that (2) devices were used during a esophagogastrectomy. It was reported by the affiliate that the 1st tct75 instrument was tyring to be fired in the normal manner, but it locked out on 1st firing. Another tct75 was tried and it locked out. A tlc75 instrument was used to complete the case. There was no consequence to the pt.